Manufacturer narrative:
(B)(6). Exact date of post-operative non-union is unknown; however, the issue occurred between (B)(6) 2016. (B)(4). Note: during the revision procedure on (B)(6) 2016, only the distal locking screws were removed from the patient. The im nail and lag screw remain in situ. Per facility, the complainant parts will not be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient suffered a distal femur fracture on (B)(6) 2016 and was treated via insertion of an intramedullary (im) nail, lag screw, and distal locking screws. Post-operatively, however, it was determined that the im nail was not holding reduction. As a result, the patient was returned to the operating room on (B)(6) 2016 for revision of the non-union. The surgeon removed the distal locking screws from the im nail, but decided to leave the im nail and the lag screw in place. Then, a variable angle locking compression plate (va-lcp) condylar plate with screws and cables was implanted. The procedure was completed successfully with no reports of surgical delay or generated fragments. The patient's status following the procedure was not reported, but the surgeon was able to successfully achieve the appropriate fracture reduction. This report is 2 of 5 for (B)(4)..